Event description:
Hospital unintentionally performed pelvic and abdominal CT scans on (B) (6) who was (B) (6) pregnant. According to hospital records, (B) (6) first name was confused with another patient with same first name. Hospital knew (B) (6) was pregnant and (B) (6) asked why they were doing CT of her pelvis and abdominal area. Hospital told her "doctor ordered it." Unfortunately, no physician ordered a CT for (B) (6). (B) (6) medical center hospital has this info.